Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that twenty seven months post implant of this 23 mm bioprosthetic valve, the valve was explanted and replaced with a 27 mm valve of a different model due to aortic regurgitation. No adverse patient effects were reported.